Event description:
Customer reported via phone call to have had low blood glucose of 30 mg/dl and treated with food. Customer feels heart beating when blood glucose was low. Customer reported of then having high blood glucose of 513 mg/dl. Troubleshooting was performed to determine reason for high blood glucose. During troubleshooting, it was found that customer received no delivery alarms. Customer did not have tubing clamp in order to complete high pressure. Customer will call back when in receipt of tubing clamp.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.